Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported that the customer was hospitalized due to a low blood glucose level, ketones, nausea, and vomiting. Blood glucose level at the time of admission was 45 mg/dl. Caller stated that the reason for the low blood glucose level was multiple correction boluses due to previous high blood glucose levels. Caller stated that the customer's blood glucose level dropped from 68 mg/dl to 45 mg/dl by the time they arrived at the hospital. Blood glucose level at the time of the call was not provided. No further information was provided.